Event description:
Two end users states increase in high potassium level results, as well as liver function and glucose results. One end user reports that no squeeze ball or clinching fist is used; or the tourniquet not being left on more than 1 minute.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples and additional information were requested from the customer. As soon as the investigation is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Received 15pc 455071p/a240738u for evaluation. Received customer picture. We forwarded the complaint, customer samples and picture to our affiliated headquarters in austria from which we receive this product. A review of production documentation revealed no deviations in association with the reported issue. Customer samples were tested regarding additive. No abnormalities were observed. The complaint could not be confirmed. Corrected data: h11 additional manufacturer narrative, h6 adverse event problem for investigation findings, type of investigation and conclusion.

Event description:
Two end users states increase in high potassium level results, as well as liver function and glucose results. One end user reports that no squeeze ball or clinching fist is used; or the tourniquet not being left on more than 1 minute.